Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an embolic stroke on (B)(6) 2024. The stroke was found on a computed tomography (CT) scan. This occurred intra-operatively on index admission for heartmate 3 implantation. The stroke was thought to be related to a vascular anomaly found on the scan. The vascular anomaly was determined to be hypodensities in inferior left occipital lobe as well as symmetrically involving the bilateral medial thalamus and central dorsal midbrain. The findings were likely related to posterior circulation evolving infarcts (including artery of percheron infarcts). No acute intraparenchymal hemorrhage was found. The patient's family decided to proceed with comfort measures. The patient was bolused with 2 milligrams (mg) of ativan (lorazepam) and 100 micrograms (mcg) of fentanyl and placed on a continuous drip. The patient was then extubated, and the left ventricular assist device (lvad) was turned off on (B)(6) 2024. The patient passed away at 1445. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.